Event description:
As reported via voluntary medwatch, while performing a left femoral arteriogram, the tip of the jindo guidewire broke. There was unspecified serious event.

Manufacturer narrative:
While performing a left femoral arteriogram, the tip of the jindo guidewire broke. There was an unspecified serious event. Attempts to obtain further information have been unsuccessful. The product was not returned. Lake region conducted a DHR review and the results were determined to be acceptable. The exact cause of the event could not be determined. Without return of the product for analysis or without angiographic films of the event, the reported complaint ¿distal tip-fractured/separated in patient could not be confirmed. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue, therefore no corrective action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Please note that notice of this event was received via receipt of the voluntary medwatch report from the FDA filed by the facility and which is attached. Mfg. Report number is not provided.